Event description:
It was reported that the nkv-550 ventilator's touchscreen went black during patient use with a continuous loud alarm. The alarm was silenced by the user, and the ventilator self-rebooted. Ventilation to the patient stopped for some period but resumed at the same settings. There was no patient harm, and the patient was placed on another ventilator. The debug logs confirmed a critical thread alarm, and the ventilator spontaneously recovered ventilation within 12 seconds.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Manufacturer narrative:
Evaluation completed.